Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/05/2015 with the following results: testing was unable to duplicate the complaint of line through display. There is a battery compartment crack below grip pad to the case seal.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 08/05/2015.